Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart, displacement and self tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery tests due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm when attempting to prime. Customer's blood glucose was unknown at the time of incident. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.